Event description:
Reportedly, after completing an auto pbsc procedure, the staff nurse wanted to strip the tubing that leads to the product bag in order to push the remaining cells within the tubing up to the product bag. After reportedly, making sure that the tubing was not clamped / obstructed, she started to strip the tubing from just above the collect valve towards the product bag. Prior to stripping the tubing, the nurse reported seeing a droplet of blood on the machine, but was not sure of the origin. Upon stripping the tubing, the tubing leaked causing blood to spray into the nurse's eyes. The pt undergoing the auto pbsc procedure was diagnosed as a (B)(6) carrier. The nurse was treated with eye wash and an injection of unknown composition.

Manufacturer narrative:
During the timeframe that this lot was produced, no changes to the manufacturing operating procedure had been made (including changes to the bag, tubing, other components, and / or vendors). Upon device history record examination for lot number 05n15267, no evidence of manufacturing errors related to this failure mode were found. A trend review was conducted for this lot. No other similar events for this lot number have been reported to date. Trends suggest that the event reported is random and isolated on a general basis. Trends are regularly monitored to determine appropriate preventive and corrective actions by manufacturing or engineering. No root cause could be determined because the tubing set was not returned from the customer. This event was most likely caused by two separate events working together. The bond where the connector meets the tubing needed to have a leak or weakness in the connection. These can be caused by excess or insufficient solvent at the bond, which will create a fluid path for liquids to escape and are normally seen as drips from the tubing. The second event, likely induced by the operator, was increasing the pressure in the line (via stripping) in order to force the collected product out of the leak or weakness at the tubing connection.